Manufacturer narrative:
(B)(6) 2017. The device was returned containing approximately 103ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The luer cap was removed and continuous flow was observed. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a no flow issue. Fluid did not flow from the luer when the infusor was connected to a patient. The fluid did flow after priming. There was no patient injury or medical intervention associated with this event. No additional information is available.